Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10137770. The difficulty/impossibility of deflating ballons is a known issue but according to the available information we cannot conclude on a specific root cause. Quality database was checked and revealed a corrective and preventive action CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing. A similar case study was performed based on prostatic silicone; defect: deflation difficult/impossible over last four years, 5 similar cases were found. A rmf evaluation was performed based on criq250, risk identified 11218 (hazardous situation: catheter is not correctly positioned) & 11602 (hazardous situation: catheter balloon cannot be deflated (or with difficulty). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the patient complained of irritation and pain after about two hours. The physician detects bladder spasms and finds that the catheter is out of place. The physician proceeds with the removal maneuver without success, then it became necessary to cut the catheter to facilitate spontaneous outflow, again without success. The physician proceeds to scuff the catheter manually. The catheter is then repositioned after cystoscopy.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information the patient complained of irritation and pain after about two hours. The physician detects bladder spasms and finds that the catheter is out of place. The physician proceeds with the removal maneuver without success, then it became necessary to cut the catheter to facilitate spontaneous outflow, again without success. The physician proceeds to scuff the catheter manually. The catheter is then repositioned after cystoscopy.